Event description:
The customer reported the system sounded an alarm and all the lights lit up. This is indicative of a system lock-up. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the fluoro functions board. The system operates as intended.